Event description:
The customer reported to olympus that during reprocessing, the distal end was leaking on the evis exera iii bronchovideoscope. The intended procedure was diagnostic. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the insertion tube was peeling. This report is to capture the reportable malfunction of the peeled insertion tube noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending section cover was leaking and cut; the bending section cover glue was cracked; and the insertion tube was peeled with chemical damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, although the nozzle was confirmed to be clogged with foreign material, the specific material could not be identified. It is unknown if the customer deviated from the instruction for use (IFU) outlined in the reprocessing manual. Also, there was no device damage found at the detected area of the foreign material. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿inspection of the endoscopic system¿ this supplemental report includes a correction to b5 to include information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.